Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. The consumer's daughter was unable to provide any info regarding this event. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips reported in this event will not be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.